Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a follow post a merlin.net transmission. The merlin.net transmission on (B)(6) 2017 stated that the battery longevity was 11 months with a voltage of 2.3. The patient's previous interrogation in (B)(6) 2017 showed 2.2 years. On (B)(6) 2017, the programmer showed longevity of 1.5 years with a voltage of 2.54. Abbott technical services reviewed the session records and indicated that the programmer had incorrect measurement. The battery appeared to be normal and the estimated time left on the device was 12-16 months. No intervention has been done as the device remains implanted. The patient was stable and will continue to be monitored.